Event description:
It was reported that a rv coil pin insulation break was seen during a device upgrade. There had been no indication of a lead problem via impedance monitoring. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation separation. The proximal segment of the lead was returned and analyzed. (B) (4) outer insulation breached cut (B) (4) proximal segment